Event description:
Complainant alleged that the medics were attempting to monitor a 65yr old female pt possibly suffering from a myocardial infarction, but that there was no electrocardiogram in any leads or in paddles mode while using several known good cables. In addition, the complainant indicated that the base line was located at the bottom of the device screen. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.